Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of lioresal for intractable spasticity related to cerebral palsy. In 2000, the device was explanted after a refill showed more drug remained in the reservoir than estimated. An x-ray rotor study confirmed a pump rotor stall. The alarm was not on. The pt underwent implantation of another synchromed pump in 2000. The pt's spasticity improved with resumption of intrathecal baclofen.